Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). There was difficulty advancing the 4.00x12mm taxus express2 drug eluting stent (des) to the target lesion and the shaft of the device broke. The broken portion of the shaft was contained in the guide catheter, and the physician was able to successfully retrieve the taxus express2 device along with the guide catheter. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "stable".